Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. There was no deformation where the foreign matter remained and there were no obvious deviations in reprocessing. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation revealed several issues. Foreign objects were identified in the control section, and the bending angle in the up direction fell below the standard value due to wear of the angle wire. Additionally, the protector of the universal cord on the control section side had a scratch, and the universal cord itself displayed a scratch. The grip exhibited discoloration, while both the scope cover and the bending section cover had discoloration and corrosion. The play of the up/down knob surpassed the standard value due to wear of the angle wire. Furthermore, the bending section cover had a scratch, and the adhesive on the bending section cover showed a white clouded area. The scope connector was found to be dirty due to water leakage, and the insertion of forceps was hindered by a dent on the channel tube. Discoloration was noted in the air/water cylinder, switch 1 displayed signs of wear, and the water removal ability did not meet the standard value due to nozzle clogging. The adhesive around the objective lens was peeled, the connecting tube had a dent, and scratches were evident on the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the nozzle tip of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.